Event description:
During the implant procedure, the stylet could not be retrieved from the lead, resulting in damage to the lead connector. A new lead was implanted successfully, and the patient was stable following the procedure.

Manufacturer narrative:
Conclusion code not available. As returned, the stylet was lodged in the connector portion of the lead. Visual inspection noted the connector pin and connector cap were pulled from the connector assembly due to excessive force. This was attributed to the polytetrafluoroethylene (ptfe) coating of the stylet being stripped and clogging the connector pin. Electrical testing revealed no indication of conductor fractures or internal shorts. Delamination of the ptfe coating of the stylet contributed to the event.